Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis of the device memory found the elective replacement indicator is the result of high internal battery resistance. This device was included in that field action and returned product testing found the device did perform as described in the field action.  (B)(4).

Event description:
The device was replaced due to reaching the recommended replacement time. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.